Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Clinical sales representative (csr) stated that once they power cycled the system, the staff was able to install the endoscope correctly. Technical support engineer (tse) suggested that if the issue occurs in the future to remove the endoscope, cancel guided tool change, place the endoscope in the correct position (either up or down) and then install the endoscope on the arm. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause was attributed to improper customer setup.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report the 30-degree scope image was upside down. The csr stated that they had already corrected the issue but was looking to have the logs checked. The tse inquired if the issue occurred after removing the endoscope to clean. The csr confirmed that was the case. The tse viewed system logs with no errors noted. The csr stated that once they power cycled the system, the staff was able to install the endoscope correctly. Tse suggested that if the issue occurs in the future to remove the endoscope, cancel guided tool change (gtc), place the endoscope in the correct position (either up or down) and then install the endoscope on the arm. The csr understood and the surgeon was proceeding with the case with no other issues. The procedure was completing as planned with no reported injury.